Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 584 mg/dl, 366 mg/dl, 210 mg/dl, 199 mg/dl, and 217 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that the device locked up.